Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals resulting in inappropriate atrial tachy response (atr) episodes and inappropriate mode switching. It was noted there was possibly a dual arrhythmia occurring. This device remains in service. No adverse patient effects were reported.